Event description:
No additional information.

Manufacturer narrative:
Investigation results: bd was not able to confirm the customer¿s indicated failure mode because no samples or pictures were received to perform investigation. The manufacturing records for this batch has been reviewed and nothing extraordinary occurred during the manufacturing process related to this failure mode. Internal quality records have been consulted for tracking and trending purposes but issues like this are not detected which means low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary.

Event description:
Material # 393526. Batch # 5237880. It was reported by customer that flush through main lumen, but fluid leaked through near port customer shared that there were two incidents that the IV would not flush despite being placed and used successfully. Attempted to flush through main lumen but fluid leaked through nearport. (B)(6) utilized a 20 g nexiva IV catheter on a patient tonight (lot #5237880, exp date 7-31-28) and after approximately 3 hours of regular use including a CT with contrast, she found she was no longer able to flush the line property. When she attempted to trouble shoot the IV, she found that when she attempted to flush the line the saline was spraying out of a tiny hole in the hub nearest to the IV-insertion point. (B)(6) says this has happened to her on at least one other IV set in the past. No pivo was used at that site and nothing was down to it that would explain where the small hole came from.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.